Manufacturer narrative:
Additional catalog #: sph100500-20; lot #: f67444, mfg date: 03/01/2011, exp date: 03/31/2016; catalog #: sph100620-20, lot# f67734, mfg date: 03/01/2011, exp date: 03/31/2016. The products were not returned for eval. Without the return of the devices, the exact root cause of the problem reported could not be determined. The mfg records for these lot were reviewed and did nor reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded n other complaints of this type with the above lots.

Event description:
Per received report: during coil repositioning, all three (3) coils stretched with balloon (ev3) assisted coiling. Add'l info received on (B)(6) 2011 indicated that all three coils were successfully retrieved and the procedure was completed with no additional intervention performed or medication prescribed post surgery.